Event description:
It was reported that the patient underwent a gynecological procedure to treat pelvic organ prolapse on (B)(6) 2007 and mesh was used. The patient experienced multiple complications, including erosion, pain in her lower back, upper thighs and pelvic region, formation of scar tissue, additional surgeries and neurologic compromise to her structures and tissues. No additional information has been provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation in order to treat cystocele, rectocele, and second degree uterine prolapse. It was reported that the patient had the concurrent procedures of a laparoscopic assisted supracervical hysterectomy, cystocele repair with mesh and rectocele repair with mesh performed during mesh implantation.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It has been reported that following insertion the patient experienced urinary urgency, rare urge incontinence, urinary hesitancy, dyspareunia and vaginal bulge. (B)(4).

Event description:
It has been reported that following insertion the patient experienced urinary urgency, rare urge incontinence, urinary hesitancy, dyspareunia and vaginal bulge.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.